Event description:
Complainant alleged that during biomed testing, the device's display was distorted and clinical data was unable to be seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.